Event description:
Procedure performed: breast reduction and abd plastique. Event description: 2 products locked in the middle of surgery, not possible to use. Additional information received by applied medical rep via email on 20nov2025: lot number unknown. The jaws were locked in both closed and open position. No audible or visual damage noticed prior to the event. The jaws were unresponsive when the surgeon actuated the handle lever. The blade lever was not able return to position automatically. They had to use a pliers in one of the incident to remove the device from the tissue. No tissue damage. No tissue bleeding. Intervention: device replacement. Patient status: successful procedures with new instruments.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. No lot information was provided. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: breast reduction and abd plastique event description: 2 products locked in the middle of surgery, not possible to use. Additional information received by applied medical rep via email on 20nov25: lot number unknown. The jaws were locked in both closed and open position. No audible or visual damage noticed prior to the event. The jaws were unresponsive when the surgeon actuated the handle lever. The blade lever was not able return to position automatically. They had to use a pliers in one of the incident to remove the device from the tissue. No tissue damage. No tissue bleeding. Intervention: device replacement patient status: successful procedures with new instruments.